Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during the surgery, particles were noted on top of the versaseal on the trocar. A new instrument was used to complete the procedure. No pt injury was reported.